Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where [no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect of image sensor unit, failure of internal board of video connector, or the system caused the e315 error. Additionally, for the event of foreign material adhered to the brush at the distal end section. The cause of the remaining foreign material could not be determined. It is uncertain if there were any deviations from the instruction manual during the reprocessing of the area where the foreign material was found, as well as whether there was any physical damage to that specific area. The e315 event can be [detected/prevented] by following the instructions for use which state: chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to ""chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning use of an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited tip brush foreign matter and due to damage on the charged coupled device unit, e315(scope err unsupported scope) occurred. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found residual liquid or foreign material came out of the channel tube. Should additional relevant information become available, a supplemental report will be submitted.